Event description:
The pt developed an abdominal infection in the hospital six (6) to seven (7) days post chemotherapy and radical mass reduction procedure. Symptoms exhibited were redness and swelling at incision site.

Event description:
Reported on 7/15/2005, in 2005, cefotetan, 2 gms IV (prophylactic antibiotic) was given to the pt before the operation. In 2005, the operation started. The same day, the operation finished. In 2005, cefotetan 1 gm IV